Manufacturer narrative:
Unit passed self-test and displacement test. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken traces on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failure. Customer blood glucose was unknown. The product will return for the analysis.